Event description:
It was reported the stimulator migrated. Movement of the stimulator was noted when the patient would lie down on their left side. It was noted that conservative action was taken because the patient did not want surgery. The patient was advised to wear a tight shirt that would help avoid movement. The event was considered unresolved with no further action planned.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Correction: (B)(4) no longer applies due to updated coding procedures.

Event description:
Additional information received reported the device was examined on (B)(6) 2013.